Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device after a left heart catheterization diagnostic procedure. Reportedly, the suture locked and could not be pushed to the arteriotomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The suture locking and not being pushed to the arteriotomy as reported can be influenced by, but is not limited to: manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo a variety of knot, cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, knot forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, a femoral angiogram was taken and showed mild calcification. The proglide instructions for use states: the safety and effectiveness of the proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the reported information and the inspection criteria, a definitive cause for the suture locking and not being pushed to the arteriotomy could not be determined, however, the reported mildly calcified common femoral artery may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The complaint database was reviewed and there is no indication of a product quality deficiency.